Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the ultrasound tip broke during a cataract procedure. The broken tip was removed from the patient's eye. The product was replaced with another and the procedure was completed. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
One mini-flared phaco tip complaint sample was returned for evaluation for the report becoming broken during surgery. A video and photos were provided with the complaint. The video provided with the complaint file was reviewed. A short video does show the phaco tip being used in surgery and cannula breakage occurring. No conclusions on why the breakage occurred can be made based on the video. Four photos received with the complaint file were reviewed. The four photos do confirm the phaco tip was broken. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. A visual inspection of the phaco tip was performed and deemed nonconforming. The phaco tip is broken at a location across the aspiration bypass hole (ab hole).the break is jagged in nature. The wall thickness at the break is even. The inside diameter at the flared bevel region is occluded with a solid semi-clear foreign material with a yellow tint. A particulate analysis was performed on the material present inside the distal inside diameter of the phaco tip. The analysis indicated the foreign material to be skin tissue. The complaint evaluation does confirm the phaco tip is broken. The root cause for the broken phaco tip appears to have occurred due to the occluded internal cannula at the flared region of the phaco tip. This foreign material appears to have originated from skin during handling of the phaco tip. The tip breakage does not point to a manufacturing issue based on the visual condition of the returned phaco tip and foreign material analysis. No specific action with regard to this complaint was taken by the manufacturing facility because the reason for the complaint issue was due to user handling. All phaco tips are 100% visually inspected by trained operators using magnification during the manufacturing process. Finger cots or gloves are worn to insure the part is not contaminated after cleaning. The manufacturer internal reference number is: (B)(4).